Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient had adhesions and still awaiting resolution. Update: (B)(4) 2013 - clinical report received again. The patient underwent an arthroscopy to address patellar grind syndrome and synovial entrapment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Patient x-rays were not available for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were supplied. Review of medical records confirmed excessive scar tissue and synovial tissue were found in the joint. No evidence as found suggesting product error was contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.